Event description:
It was reported that the mpu was inspected. The patient endorsed that the power cord was knocked out of the wall sometimes by their grandchildren but could not verify how frequently this happened. Some slight damage to the patient cable on mpu was noted and was replaced. Follow up log files were submitted for review and captured 1 of these events on 18feb2024 while connected to mpu power. This was likely caused by power to the mpu being briefly interrupted. The emergency backup battery was used to support the system during these events. Motor function was not affected by this event.

Manufacturer narrative:
Section d1: brand name was corrected. Section d4: UDI was corrected. Manufacturer¿s investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log files. The reported event of slight damage to the mpu patient cable was confirmed via evaluation of the returned mpu. The submitted controller event log files contained data spanning 10 days combined (04feb2024 ¿ 08feb2024 and 16feb2024 ¿ 20feb2024 per the timestamp). The log files captured power cable disconnect, low voltage hazard, and no external power alarms due to a temporary losses of ac power while connected to the mpu on 05feb2024 from 9:17:53 to 9:18:00 and on 18feb2024 from 0:31:27 to 0:31:31. The alarms were resolved when power from the mpu was restored. The system controller backup battery supplied power to the system during the losses of external power and pump function was not affected. No other notable alarms were active in the log files. The pump maintained a speed within the expected range throughout the log files. Visual inspection of the returned mpu revealed a tear in the outer jacket of the patient cable near the power cable connector. No other physical anomalies were observed. The mpu was functionally tested with a test system controller and mock circulatory loop without any issues or atypical alarms produced. The mpu functioned as intended during analysis. The outer jacket was removed from the patient cable at the location of the observed tear and no damage to the underlying wires was observed. Additional information provided stated that the mpu ac power cord is knocked out of the wall sometimes by the patient¿s grandchildren; however, the patient could not verify how often this happens. The provided information indicated that the root cause of the no external power alarms is the mpu ac power cord being knocked out of the wall by the patient¿s grandchildren; however, this could not be conclusively determined. The root cause of the damage to the mpu patient cable could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power, power cable disconnect, and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Subsection ¿what not to do: driveline and cables¿ informs the user to check the mobile power unit (mpu) patient cable for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the mobile power unit patient cable¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. This section explains how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had 116 uses on their backup battery (ebb). Low voltage and no external power alarms were noted on interrogation and of the system, controller. The patient stated they did not hear any alarms except when changing power sources. Log files were submitted for review and captured power cable disconnect/low power hazard/no external power while on connected to mobile power unit (mpu) on (B)(6) 2024 at 09:17. This was caused by power to the mpu being briefly interrupted. There was no pump interruption during these events as the system controller¿s ebb functioned as intended. This may have been due to the mpu alternating current (ac) power cord coming loose at the mpu, ac wall outlet or house power disruption and in some cases patient error. Otherwise, the log file contained a few pulsatility (pi) events and routine power cable disconnects during power change. There were no notable alarm conditions or parameter changes. The ventricular assist device (vad) was functioning as intended. Related manufacturer reference number: 2916596-2024-01007.